Event description:
No sample and no error report. Position h6 of plate was observed to have a low liquid level despite having enough fluid in reagent boat. No error was generated during the incident. No death or serious injury was associated with this incident.